Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for non- malignant pain, other non-malignant pain and degenerative disc disease. The patient looked up issues with his symptoms and discovered there were recalls, the patient had problems with every pump stating that no matter what doctor you tell about the issue they dont want to believe you. The patient did not have any issues with the pump right away until later on when the pain started, his first pump was unexpected to be replaced even though the pump lasted almost 7 years; the health care professional told patient that that he needed to have surgery immediately to get a new pump and never explained the reason why. Patient stated he was complaining about all the problems and said they did the surgery on (B)(6) 2012.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.